Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped charging the scs ipg for over 3 months, and experienced a loss of therapy due to their ipg becoming inoperable. As such, the patient's ipg was no longer able to communicate with the charging system. Reportedly, the patient¿s programmer displayed an ipg communication error 2501. It was also reported that patient has gained weight. Surgical intervention may be taken at a later date to address this issue.

Event description:
Additional follow up revealed that patient underwent a surgical intervention on 17 april 2018 to replace the ipg. Furthermore, patient stated that ipg has been inoperable for over due to patient forgetting to charge.